Event description:
Literature: borowski a, littleton ag, borkhuu b, et al. Complications of intrathecal baclofen pump therapy in pediatric patients. J pediatr orthop. 2010;30(1):76-81. Summary: this article presents a retrospective review of the entire consecutive series of pediatric patients treated with intrathecal baclofen (itb) and pump implantation between 1997 and 2006 at one hosp. The aim of the study was to investigate and evaluate complications of itb pump implantation and maintenance in children with cerebral palsy and report the subjective opinions of parents/caregivers on the children. One hundred seventy four pts with a diagnosis of spastic cerebral palsy were included in the study. Reportable event: one pt experienced a cerebrospinal fluid leak and infection at the pump after six days after initial implant. It was noted that 9.5% (30) of all itb procedures were required because of an infection. The infection rate was 9.2% over the whole study period. The acute infection rate (<60 days after surgery) was reported at 4.0%. The probability of developing a late infection (>60 days after surgery) was 1.0% per year of follow-up. There were five planned replacement procedures for reinsertion after the initial system was explanted for infection. It was not reported which pts were re-implanted. See literature article with MFR report #3007566237-2010-01476.

Manufacturer narrative:
(B) (4).